Event description:
It was reported that pump displayed a cartridge change error and customer was unable to successfully load cartridge onto pump despite multiple attempts. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.